Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of the lead getting stuck in the sheath was confirmed in the laboratory. Analysis found the shock coil pulled down out of its placement on the lead body and the shock coil windings bunched up after they could not pass through the introducer tubing at the hard molded base. Due to medical adhesive filling in the shock coil, the diameter in this area was at maximum. The diameter of the introducer tubing where it meets the base was not able to expand due to the hard molded plastic around it.

Event description:
It was reported that during implant, the lead got stuck in the sheath introducer. The physician had to pull out the lead and sheath collectively. The lead was not implanted.